Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under (B)(4). Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the pebax was broken. It was reported that during the operation there was high temperature reading from the catheter when radiofrequency (rf) is being delivered. Meanwhile there was high impedance displayed on the generator. After removing the catheter from the patient, it seemed that blood was penetrated into the tip of the device. A second device was used to complete the operation. There was no adverse event reported on patient. The temperature and impedance cut-off values were exceeded and the system stopped alation immediately when the cut-off value was exceeded. The generator was in power control mode with power cut off at 30w. Temperature was above 40, impedance was 40-50o. The customer's reported high temperature and issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 27-jun-2025, additional information was received indicating there was no difficulty experienced while maneuvering the catheter or during the withdrawal of the catheter. The catheter¿s pebax was physically cracked/broken. Based the additional information received which reports the pebas broken, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
On 25-jul-2025 the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the pebax was broken. It was reported that during the operation there was high temperature reading from the catheter when radiofrequency (rf) is being delivered. Meanwhile there was high impedance displayed on the generator. After removing the catheter from the patient, it seemed that blood was penetrated into the tip of the device. A second device was used to complete the operation. There was no adverse event reported on patient. On 27-jun-2025, additional information was received indicating there was no difficulty experienced while maneuvering the catheter or during the withdrawal of the catheter. The catheter¿s pebax was physically cracked/broken. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation, temperature and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed that a hole on the surface with reddish material inside the pebax . Temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed and the catheter was irrigated correctly. The device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax could related to the impedance and temperature issue reported by the customer; therefore the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. Protective impedance may reduce the risk of burns and permit continuous monitoring of the electrocardiogram during energy delivery. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).